Manufacturer narrative:
The customer maintenance was executed per the specifications. The centrifugation duration was short. A general reagent or analyzer problem can be excluded because the qc prior to the event was within the ranges, and no relevant alarm occurred. The investigation did not identify a product problem. The cause of the event was consistent with a sample quality issue.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys troponin t hs stat assay on the cobas e 602 module. Four different blood draws from the same patient were tested. Sample 1 was tested at 8:00 pm: 9 ng/l. Sample 2 was tested at 11:00 pm: 32 ng/l. On (B)(6) 2025: sample 3 was tested at 2 am: 12 ng/l. Sample 4 was tested at 8 am: 12 ng/l. Sample 2's results were questioned, prompting the rerun. The repeat results are: 32 ng/l, 28 ng/l, and 14 ng/l.

Manufacturer narrative:
The troponin t hs stat reagent lot number was 869586. The expiration date was not provided. Samples 2 was collected using a thrombin tube. The investigation is ongoing.